Event description:
It was reported that the console presented low power output. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the second relay mirror (srm) on channel 4 was damaged. The fse proceeded to replaced channel 4 srm and the alignment for all channels were verified, finding they were in good state. Finally, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the low power resulted from the defective relay mirror, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console presented low power output. There was no patient involved.